Event description:
Seven inappropriate shocks were reported. Impedance >3000 ohms and oversensing were also reported. A pace/sense lead was implanted to replace the pace/sense portion of the high voltage lead. No further patient complications have been reported as a result of this event. Lawsuit alleges the fidelis lead caused his pulse generator to malfunction and subject the patient to random shocking sensations. The rv lead was found to have a fracture, and a second surgery was conducted to replace the defective lead. The patient has suffered damages, including, but not limited to, life threatening electrical shocks to his heart, loss of consciousness, a second surgery and the recovery associated therewith.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.